Event description:
It was reported that during intra-aortic balloon (iab) therapy the arterial waveform became altered. The customer had already switched out the console, but the issue continued. The console generated three informational messages--fiberoptic arterial waveform auto r wave deflate, unable to update timing, and calibration postponed. It was advised that these messages were not interfering with the iab therapy. The customer had a chest film taken two hours prior, however, the console had not been put into standby so the tip of the iab was not visible. The customer texted an image to the support specialist which showed an altered fiber optic waveform but no sensor failure. The fluid lumen of the iab was capped so it was unavailable as an alternate arterial source. The patient had a radial arterial line and the customer was assisted in transducing it directly to the console. The customer was advised to re-take the chest film and assess the iab tip placement. Upon follow up, the support specialist received the chest film which revealed the tip of the iab crammed into the aortic arch. The customer stated they were going to reposition the iab and they were advised to plug the fiber optic cable back in afterwards. The nurse reports that the fiber optic waveform was perfect after the physician withdrew the catheter a few cm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated device available for eval? & type of inv code. The device has not been returned to the manufacturer so we are unable to complete an evaluation. We are unable to confirm the reported event. If additional information is provided we will send a supplemental report with our additional findings. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the arterial waveform became altered. The customer had already switched out the console, but the issue continued. The console generated three informational messages--fiberoptic arterial waveform auto r wave deflate, unable to update timing, and calibration postponed. It was advised that these messages were not interfering with the iab therapy. The customer had a chest film taken two hours prior, however, the console had not been put into standby so the tip of the iab was not visible. The customer texted an image to the support specialist which showed an altered fiber optic waveform but no sensor failure. The fluid lumen of the iab was capped so it was unavailable as an alternate arterial source. The patient had a radial arterial line and the customer was assisted in transducing it directly to the console. The customer was advised to re-take the chest film and assess the iab tip placement. Upon follow up, the support specialist received the chest film which revealed the tip of the iab crammed into the aortic arch. The customer stated they were going to reposition the iab and they were advised to plug the fiber optic cable back in afterwards. The nurse reports that the fiber optic waveform was perfect after the physician withdrew the catheter a few cm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Despite request and/ or customer indicated that the device would be returned; however, the device has not been returned to the manufacturer so we are unable to complete an evaluation. The device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. The review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. The overall 24 month product complaint trend data for the period may-19 through apr-21 was reviewed. There were no triggers identified for the review period. Communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the arterial waveform became altered. The customer had already switched out the console, but the issue continued. The console generated three informational messages--fiberoptic arterial waveform auto r wave deflate, unable to update timing, and calibration postponed. It was advised that these messages were not interfering with the iab therapy. The customer had a chest film taken two hours prior, however, the console had not been put into standby so the tip of the iab was not visible. The customer texted an image to the support specialist which showed an altered fiber optic waveform but no sensor failure. The fluid lumen of the iab was capped so it was unavailable as an alternate arterial source. The patient had a radial arterial line and the customer was assisted in transducing it directly to the console. The customer was advised to re-take the chest film and assess the iab tip placement. Upon follow up, the support specialist received the chest film which revealed the tip of the iab crammed into the aortic arch. The customer stated they were going to reposition the iab and they were advised to plug the fiber optic cable back in afterwards. The nurse reports that the fiber optic waveform was perfect after the physician withdrew the catheter a few cm. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information to include: manufacture date: 06/09/2020, exp. Date: 06/09/2023. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the arterial waveform became altered. The customer had already switched out the console, but the issue continued. The console generated three informational messages--fiberoptic arterial waveform auto r-wave deflate, unable to update timing, and calibration postponed. It was advised that these messages were not interfering with the iab therapy. The customer had a chest film taken two hours prior, however, the console had not been put into standby so the tip of the iab was not visible. The customer texted an image to the support specialist which showed an altered fiber optic waveform but no sensor failure. The fluid lumen of the iab was capped so it was unavailable as an alternate arterial source. The patient had a radial arterial line and the customer was assisted in transducing it directly to the console. The customer was advised to re-take the chest film and assess the iab tip placement. Upon follow up, the support specialist received the chest film which revealed the tip of the iab crammed into the aortic arch. The customer stated they were going to reposition the iab and they were advised to plug the fiber optic cable back in afterwards. The nurse reports that the fiber optic waveform was perfect after the physician withdrew the catheter a few cm. There was no patient harm or adverse event reported.